Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the facility, indicating that device was not working during set up of the surgery. The user did not see all green checks on the system when it was set up, there were some red "xs" seen on the screen. The device was switched out for another nim patient interface and the surgery was completed.

Manufacturer narrative:
It was reported that the event occurred about two weeks prior to the aware date (B)(6) 2017). The exact event date is unknown. The nim patient interface was returned for analysis. Evaluation found that the device had broken connector pins, broken cable clip and cracked enclosure lid. The device was repaired, tested to manufacturer product specifications and returned to the customer.

Event description:
The facility reported that the device was not working. There was no patient impact.